Event description:
It was reported that the right ventricular lead had varying impedance with a high impedance spike and oversensing. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012, 03:00:08. The weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance from 665 to 4047 ohms peak between (B)(6) 2012. Interference/noise was noted as the ventricular short interval count was 252.6 counts avg/day, in 38.55 days, between (B)(6) 2012, 20:07:00 and (B)(6) 2012, 09:22:52. Oversensing was noted as eight ventricular non sustained tachycardia episodes <=215 ms occurred between (B)(6) 2012, 11:56:03 and (B)(6) 2012, 11:06:55. One ventricular fibrillation episode at 170 ms average v-cycle occurred on (B)(6) 2011, at 16:17:35. One lead integrity alert was triggered for lead failure predictor on (B)(6) 2012, 04:15:52.